Event description:
It was reported that a versacross connect was selected for use during a watchman procedure. Started watchman case and not a good trajectory for the wm was noted, then it was decided to go transseptal again. While using intracardiac echocardiography (ice) only, the physician liked where he was at and took the transseptal. It was mentioned that it was not possible to see proper tenting on the fossa; upon inserting the versacross rf wire it was noticed that the wire went straight up towards 12 oclock and had an "s" shape on fluoro. The patient, who was under moderate sedation, said that he felt a pain, an 8/10 and he was given medication to let the pain go away. Then, it went transseptal again while being able to see tenting and got the device to land properly. No other patient complications were reported. No other issues were noted. The procedure was completed. The device is not expected to be returned for analysis. The patient was fully recovered and discharged. The patient was not admitted to hospital beyond standard of care. It was further reported (07nov2023) that there were two transseptal (tsp) punctures done in the case, the first one with a versacross fixed kit and the second one with a versacross access. The first kit was swapped due to bad trajectory for the watchman device. On the second transseptal, the rf was delivered, and versacross rf wire was inserted, no sheath was pushed across (therefore not making puncture bigger). Thus, the physician gave medication to the patient to subside the pain. Then, the versacross rf wire was pulled back and went tsp again. The physician went tsp without seeing proper tent with the tsp system. There was an improper visualization of tent on ice with the second kit. No other issues were noted. Devices are not returning for investigation.

Manufacturer narrative:
Due to additional information received (07nov2023), the fields b5 (describe event or problem), d1 (brand name) and e1 (initial reporter title) were updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect was selected for use during a watchman procedure. Started watchman case and not a good trajectory for the wm was noted, then it was decided to go transseptal again. While using intracardiac echocardiography (ice) only, the physician liked where he was at and took the transseptal. It was mentioned that it was not possible to see proper tenting on the fossa; upon inserting the versacross rf wire it was noticed that the wire went straight up towards 12 oclock and had an "s" shape on fluoro. The patient, who was under moderate sedation, said that he felt a pain, an 8/10 and he was given medication to let the pain go away. Then, it went transseptal again while being able to see tenting and got the device to land properly. No other patient complications were reported. No other issues were noted. The procedure was completed. The device is not expected to be returned for analysis. The patient was fully recovered and discharged. The patient was not admitted to hospital beyond standard of care.